Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-22. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit and four photos. During the visual examination, it was observed that there was black foreign material present as well as excess trim along the length of the package. The reported issue was confirmed. Spectral analysis was performed to identify the foreign material. Although the exact material was not determined, the material was determined to most likely be metallic in nature. It may be related to the excess trim also found on the packaging and was likely introduced to the package by the excess trim getting caught in the machinery before being sealed to the outside of the package; therefore, the defect is most likely linked to the manufacturing/ packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i package was damaged. The following information was provided by the initial reporter: the customer reported that dirt, like melted, was found onto the outside surface of the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i package was damaged. The following information was provided by the initial reporter: the customer reported that dirt, like melted, was found onto the outside surface of the package.